Manufacturer narrative:
Per pride (B)(4), no notice of claim was received and no injuries were reported at the time of event. Therefore, parts were not quarantined as normal procedure. Customer did not ask to retain parts and was happy with the resolution. Parts not retained for evaluation.

Event description:
Received letter alleging chair speeds up, goes out of control.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Received letter alleging chair speeds up, goes out of control.